Event description:
During preventative maintenance of the device, the field service rep reported that the middle segment of the display was out on the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement during this event.